Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that white foreign matter was found inside the syringe 3ml ll w/ndl 20x1-1/2 rb needle before use. The following information was provided by the initial reporter: "customer has received the following customer complaint for a white. Foreign material found inside the needle 309579, lot 9175481."

Manufacturer narrative:
H.6. Investigation: two photos displaying a loose standard needle assembly were received and evaluated. It was observed in both photos, the shield was removed, and a large white foreign matter particle was present next to the exposed cannula and shield. The loose particle appeared to be epoxy and was larger than level 3 in size, which was rejectable per product specification. Probable root cause, jam occurred and was not detected in the next process. Based on the investigation and photo sample analysis the defect reported by the customer is confirmed. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. H3 other text : see h.10

Event description:
It was reported that white foreign matter was found inside the syringe 3ml ll w/ndl 20x1-1/2 rb needle before use. The following information was provided by the initial reporter: "customer has received the following customer complaint for a white. Foreign material found inside the needle 309579 lot 9175481."